Event description:
The pt visited the clinic on (B)(6) 2010 due to symptoms of increased baseline pain. During the visit, a motor stall was noted when the pump was interrogated. The motor stall occurred (B)(6) 2010 at 0547 and recovery occurred at 0621. Another motor stall occurred at 0634 and there was no recovery noted. The pump was not exposed to magnetic interaction. Replacement options were being considered. The pump contained dilaudid 10 mg/ml.

Manufacturer narrative:
(B)(4).